Event description:
It was reported that approx two weeks following a normal pump refill in 2008 with lioresal 2000 mcg/ml at a daily dose of 250 mcg, the pt began to experience increased spasticity. The pt was not having acute withdrawal, so oral baclofen was started. An x-ray was performed revealing that the catheter was fractured outside of the spinal cord. The pt was scheduled for both a pump and a catheter revision because, the pump was nearing end of life; this was delayed, however, as the pt developed a respiratory infection. On approx two months later, the device system was replaced without any problems.

Manufacturer narrative:
.